Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not given. Customer administered a correction bolus via pump to address bg level. Customer continued to use the pump for insulin therapy.